Event description:
Customer reported that he found a bent spring while in the process of performing preventative maintenance (pm). During the pm, the device failed rate accuracy testing. Upon opening the device, a bent spring was identified. Customer repaired the device and placed it back into service. There were no reports of any patient incidents related to this device. He agreed to call me when he finds the pump and will send it for investigation. Customer unable to locate device as of the date of this report. Will place reminder calls to customer to send in the device for investigation once they locate it. A report filed based upon a voluntary recall by cardinal health. Follow up report will be sent if device is received for investigation.